Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI. Upn: m365sc2408560. Model: sc-2408-56. Serial: (B)(4). Batch: 7075936.

Event description:
It was reported the patient experienced a loss of stimulation in their left leg following a spinal cord stimulation (scs) procedure, x-ray imaging taken after the procedure revealed the leads had migrated to the right epidural space. The physician assessed the migration was the cause of the inadequate therapy, however, the cause for the lead migration could not be confirmed. The patient underwent a procedure where the scs leads were repositioned. The patient did well post-operatively and stimulation was restored in both lower extremities.